Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study reported an automated peritoneal dialysis (pd) patient experienced volume overload (no further details). The cause of the event was not reported. Peritonitis. It was reported the patient was hospitalized for the event. Treatment, patient outcomes and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Study article: el shamy, o., attalah, s., sharma, s., and uribarri, j. "Comparing the effect of peritoneal dialysis cycler type on patient-reported satisfaction, support needs and treatments". Bmc nephrology, (2002) 23:217 1 ¿ 5. Https://doi.org/10.1186/s12882-022-02854-z. Should additional relevant information become available, a supplemental report will be submitted.